Event description:
The customer contact reported a particulate. On an unspecified date, the customer contact reported a black dot in the cassette of the tubing set. No specific details were provided. No info was provided if the particulate was noted during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received yet. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospital personnel.